Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017. Customer¿s blood glucose value at time of incident was 460 mg/dl and current blood glucose value was 191 mg/dl. The customer was treated with manual injection and bolus with the pump. Customer stated that the drive support cap appeared normal. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.